Manufacturer narrative:
The reported events were inadequate capture threshold, sensing r-wave amplitude variation, and helix bent. As received, a complete lead was returned in one piece. The reported events of inadequate capture threshold and sensing r-wave were not confirmed. Electrical testing and x-ray examination did not find any indication of conductor fractures but found internal shorts between conductor paths at the right ventricular shock coil location consistent with procedural damage. All damage found is consistent with procedural damage. The reported event of helix mechanism issue was confirmed. The lead was returned with the helix stretched, bent, and clogged with blood/tissue. X-ray examination found the inner coil over-torqued at the connector region and the helix stretched/bent at the helix region consistent with procedural damage. Unable to test mechanism/extension length due to helix condition as received. The cause of helix bent is consistent with procedural damage.

Event description:
It was reported that the patient presented for an implant procedure. It was noted during the procedure that when the new right ventricular (rv) lead was inserted in the rv apex before being fixed, capture thresholds were high, so it was repositioned in the lower septum were capture thresholds seemed stable but when the physician fixed the new rv lead again, there was a drop in r waves and capture threshold was high. The physician attempted to retract the rv lead, but the helix got stuck and bent so the rv lead was removed and replaced. The patient was stable.